Manufacturer narrative:
Concomitant products: 5594-53 lead, implanted: (B)(6) 2002.

Event description:
It was reported that the patient received multiple inappropriate shocks. The right ventricular lead was suspected to be fractured as high pacing impedance, noise, and short v-v intervals were noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.